Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7092031.

Event description:
It was reported that the patient reports that he had an injury that caused a wound near midline lead site. He has had serosanguineous drainage from wound and main complaint is pain and tenderness at the wound site. The patient underwent an explant procedure. The patient was doing well postoperatively, and the explanted leads were not returned.